Manufacturer narrative:
The device is pending return for evaluation. Once the evaluation is completed, a supplemental report would be made to the FDA. The reported complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cutting loop broke off in the bladder of a patient during the procedure. The broken part was removed and confirm with visual and x-ray that nothing was left inside the patient. The procedure was continued and completed using karl storz device. The karl storz autocon iii 400 bipolar generator was set to the turp settings 3/3. There was no report of injury to the patient.

Manufacturer narrative:
Correction was made to section g3 changing from april 9th, 2024 to march 12th, 2024. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The reported device was returned for evaluation. Per physical evaluation of the device, there were traces of smoke on the broken area. Damage was also noted on the insulation. It was found that the cutting loop was pulled out in the distal area. The reason for this could be, for example, too high a tensile force on the loop without the hf current being activated, or on the other hand that the activation time was too long and the wire thus burned through. The IFU points out the correct handling. Since the torn wire was not sent along, it can also not be traced how often this was already in use and possibly worn out. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).